Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman ® laa closure device was successfully implanted. At the 45 day follow up appointment it was noted that there were five ¿suspected¿ mobile thrombus strands observed on the face of the watchman. As they were unsure, blood cultures were taken which came back negative indicating no infection. The patient was stable. The physician was considering treatment options.

Event description:
It was further reported that the closure device was implanted on (B)(6) 2018. There was a complete seal at time of implant and no change at follow-up. The patient continued with oral anti-coagulant therapy.

Manufacturer narrative:
(B)(4).